Event description:
During an im rodding of the femur for a proximal femoral fracture, the surgeon was unable to disengage the insertion handle and the cannulated connecting screw, from the cannulated trochanteric fixation nail. The nail was removed and another nail of the same part number was used to complete the procedure. The occurrence prolonged the procedure an add'l 30 minutes on a pt.

Manufacturer narrative:
Implant was not implanted. Another of the same part number was implanted successfully. Subject device has been received, and is currently in the eval process. No conclusion can be drawn at this time.